Event description:
The patient's patent ductus arteriosus (pda) measured 4.2mm (pulmonary artery) x 5.9mm (aorta) x 10mm (length). Initially, a 6mm amplatzer vascular plug ii (avpii) was attempted but would not remain in place. Next, an 8mm avpii was selected and angiography confirmed near total occlusion pre-release and post-release cines. However, the 8mm avpii embolized to the right pulmonary artery and multiple attempts to percutaneously retrieve the device were unsuccessful. The patient required surgery to explant the avpii and ligate the pda. The patient's post-operative course was unremarkable.